Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 27 mg/dl, a seizure, and bruises. The customer administered a glucagon injection and consumed sugar and juice to treat bg. Customer was treated with intravenous fluids of saline and glucagon while hospitalized to address the low bg. The customer declined to provide a release date from the hospital; however, the customer indicated the issue was resolved and no permanent damage was sustained. Reportedly, the customer alleged the pump delivered too much insulin, however, this could not be confirmed as customer declined further troubleshooting with tandem technical support. Customer reverted to manual injections for insulin therapy.